Event description:
The customer reported that the insulin gauge on their pump displayed an amount different than expected, with the current fill estimate showing 0 units. The difference between the displayed and expected values was significantly large. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on properly removing air from the cartridge before filling it. After this guidance, the customer agreed to load a new cartridge. Technical support assisted the customer in completing this process, resulting in resolving the issue.